Event description:
It was reported that a malfunction alarm occurred with a specific code displayed. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to contact support if the issue reappeared.